Event description:
Reporter alleged obtaining a blood glucose result of 7 mg/dl, which is outside the numeric reading range of 10-600 mg/dl of the aviva system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.